Event description:
A male patient contacted lifecor customer support to report that when the battery pack was placed into the battery charger nothing happened. He stated that no lights illuminated on the battery charger. The patient stated that he could see a green board inside the pins. He stated that there is no damage within the monitor well and that the second battery pack is half charged. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack also had case damage and one could see the pc board within the case. This was probably due to the battery pack being dropped. The case was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.